Event description:
It was reported that the insulin pump alarmed button error, had an unresponsive keypad, and alarmed battery out limit after the battery was replaced. The customer did not know the blood glucose reading. The customer stated that he was working out at the time of the alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Upon inspection, it was found that the battery out limit alarm was indicative of normal device behavior, but the insulin pump was to be returned due to the button error alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.